Manufacturer narrative:
Correction made to d4: expiration date: 08/31/2025 (previously submitted as ni) h4: the lot was manufactured from september 05, 2022- september 06, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a dark particle matter at the left side of port 2 was observed. Inspection under magnification verified dark particulate matter approximately 0.05 square millimeters embedded in the spike port left side of sample 1 and embedded dark pm approximately 0.10 square millimeters in the unused additive port membrane. The reported condition was verified. The cause of the condition could not be determined, however the particulate matter was most likely associated with the supplier manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the administration port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.